Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was experiencing consistently high blood glucose. His blood glucose was 316 mg/dl, which was treated with manual injection. The customer was assisted with programing. The customer reportedly had three different instances of high blood glucose, including one on (B)(6) 2014 and another on (B)(6) 2014. A blood glucose of 400 mg/dl was documented during reporting. It was found that the insulin pump programming was initially incorrect in regards to basal rates, bolus wizard and the fixed prime, so this was corrected. No further information was provided.